Event description:
It was reported, to boston scientific corporation. That hydra irrigation tubing was used in the colon, during a colonoscopy procedure. Performed for screening on (B)(6) 2024. During the procedure, backflow of blood colored fluid into the irrigation tube was observed. The procedure was completed with this device. There were no patient complications reported, as a result of this event. Note: it was reported, that the customer connected the endowasher directly to the luer connector of the irrigation channel of the endoscope. However, the hydra instructions for use (IFU) state, to connect the irrigation tubing, the appropriate irrigation scope connector that is attached to the auxiliary water jet port. The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a140507, captures the reportable event of reflux within device.